Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (no power) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow up # 2 date of submission 7/31/2016 ¿ correction to additional manufacturer narrative. The follow was included in the investigation in error in the follow-up #1 report and should be excluded - an "intermittent power" event was not duplicated during the investigation. The correct statement is the following: a "no power" event was not duplicated during the investigation.

Manufacturer narrative:
Follow-up # 1 date of submission 7/31/2016. Device evaluation: the device has been returned and evaluated by product analysis on 7/07/2016 with the following findings: a review of the pump black box data showed an unexpected pump reboot event. The pump was exercised with the returned battery cap for 24 hours with no reboot, loss of power or call service alarms duplicated. An "intermittent power" event was not duplicated during the investigation. The pump case was removed and there was no evidence of moisture or loose components inside the pump. Unrelated to the initial complaint, it was observed that the pump powered on with the returned battery cap to a dim and discolored display screen. The returned battery cap¿s height and width were within specification and the cap was able to fully tighten onto the pump. Also unrelated to the initial complaint, the battery compartment was cracked and the pump case was cracked in the upper right hand corner of the display area.